Event description:
A malfunction alarm, identified as malfunction code 0, was reported by a customer. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be provided, as the original pump was under warranty. The customer received instructions on using manual insulin delivery as a backup therapy and was also guided on how to prepare the faulty pump for return. The customer understood and acknowledged these instructions.